Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided

Event description:
It was reported by the anesthesiologist that when tightening the connection on a gravity set with stopcocks-manifold it caused a crack in the hub and leaked.